Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be due to patient condition. The cause of the reported difficult leaflet capture was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure that was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw mitraclip was advanced to the valve. A couple minutes after first grasp and capture of the leaflets, the posterior leaflet lost capture. A second attempt was made with sufficient posterior leaflet inserted. The clip was implanted. Shortly after implant, the device detached from one leaflet (single leaflet device attachment (slda)). An additional clip was implanted to stabilize and further reduce mr. There were no patient effects due to the slda and no clinically significant delay. The procedure ended with mr reduced to grade 2.